Event description:
Follow-up revealed the patient's ipg was explanted and replaced (with a different model). The replacement ipg was implanted at a new pocket site. In turn, extensions were implanted to accommodate the location of the replacement ipg. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
This ipg serial number is included in field advisories: 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been experiencing soreness/discomfort at the ipg site due to the ipg no longer being stationary in the pocket. Over time the patient's symptoms have gotten better due to the use of topical medication/pain patches, tight undergarments, and a belt. Regardless, the patient's issue remains and in turn she will undergo surgical intervention on a later date.